Event description:
Caller reported a cartridge alarm occurring multiple times with the pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and provided instructions for returning the malfunctioning pump. The customer was advised to use multiple daily injections as a backup therapy, and instructions were given for using and programming the replacement pump, which would be shipped to the customer along with updated software.